Event description:
This senior medical surveillance specialist spoke with the patient/layperson on 09/04/2009 regarding a complaint she reported to customer service 08/26/2009. The patient clarified and provided the following information to this specialist. When the patient's onetouch ultra meter would not power on the evening of the day of event in 2009, the patient purchased a battery. The meter functioned until about 2 days later. Although the patient inserted another new battery, it would not turn on. Because she was unable to obtain blood glucose results, the patient elected to inject less novolog, basing the amount on how she felt. With a sliding scale of 2 units when blood glucose is 100 mg/dl, incrementally increasing to 16 units if over 320, the patient believes she usually injected between 12 and 14 units during that time. The patient continued taking her 80 units lantus at night and metformin twice a day. During a routine appointment in the next day, the patient's physician injected 10 units novolog after obtaining 195 mg/dl on the office meter. The patient stated, "I felt ok, except for feeling tired." The symptom that the patient attributes to elevated blood glucose, began a day prior, when unable to test. After the injection in the next day, the patient reportedly felt better. Reportedly, the patient's blood glucose were, and continue to be, low in the morning, around 175 in the afternoon, and higher in the evening. The patient received her replacement meter, strips, and control solution. The cca was unable to resolve the alleged power issue. The patient alleged no harm. Because the patient decreased her novolog doses when unable to test and allegedly was treated with insulin by her physician, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.